Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned catheter revealed reddish-brown material inside the pebax. The spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system, and the force values were observed within specifications. Sem (scanning electron microscope) conclusion: indicates evidence of mechanical damage and a hole on the pebax surface. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. A manufacturing record evaluation was performed for the finished device 30912473l number, and no internal actions related to the complaint were found during the review. The events described were unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and biosense webster¿s product analysis lab identified that a hole in the pebax. During the procedure, the carto 3 system was displaying a force sensor error code unknown when the catheter was plugged into the piu (patient interface unit). The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. Force issue is not MDR-reportable.